Event description:
Event description guidant received information that this implantable transvenous defibrillation lead had an episode of oversensing resulting in pacing inhibition. The patient is status post av node ablation.